Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the hickman catheter was confirmed, and the cause appears to have occurred through use of the device. A 10fr t/l hickman catheter was returned for investigation. A visual observation of the returned sample revealed that the t/l tubing extended 25.0cm from the distal end of the cuff. A longitudinal split was observed in the extension leg with the white connector proximal to the trifurcation. Each end of the breach was curved, giving the split a c-shaped appearance. A tactual investigation revealed slight weakening in the extension leg. The characteristics of the split in the tubing are consistent with a burst due to overpressurization. The section of tubing distal to the burst site was occluded. This appears to be use related damage. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A syringe smaller than 10 ml should not be used to flush or confirm patency. Patency should be assessed with a 10 ml or larger syringe with sterile saline. Upon confirmation of patency, administration of medication should be given in a syringe appropriately sized for the dose. Do not infuse against resistance. Infusion pressures should never exceed 25 psi. Smaller syringes generate more pressure than larger syringes. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the sales rep that the facility had a device that during the flushing protocol, after receiving cryotherapy, the catheter was flushed with a 10 ml syringe and the tubing split near the hub. The catheter was removed and replaced. 07/25/2017 additional information received from facility: it was reported that they didn¿t use the blue lumen as they couldn¿t flush it in the ICU because it was ballooned.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned.

Event description:
It was reported by the sales rep that the facility had a device that during the flushing protocol, after receiving cryotherapy, the catheter was flushed with a 10 ml syringe and the tubing split near the hub. The catheter was removed and replaced. (B)(6)2017 additional information received from facility: it was reported that they didn¿t use the blue lumen as they couldn¿t flush it in the ICU because it was ballooned.